Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was not heating on the arctic sun device. They got an alarm that the water temperature had been too high for too long. Patient was below target temperature 34.5c/35.1c via rectal and foley temperature. Target temperature was 36.0c and water temperature was 40c. They had to go up on pressors. Ms&s explained that the alarm was a safety alarm and not a device issue. Ms&s recommended checking skin under pads and discussing with md for further intervention.

Event description:
It was reported that the patient was not heating on the arctic sun device. They got an alarm that the water temperature had been too high for too long. Patient was below target temperature 34.5c/35.1c via rectal and foley temperature. Target temperature was 36.0c and water temperature was 40c. They had to go up on pressors. Ms&s explained that the alarm was a safety alarm and not a device issue. Ms&s recommended checking skin under pads and discussing with md for further intervention. Per follow up on 01nov2020 via nurse, it was stated that the issue was resolved and patient completed therapy.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.